Event description:
It was reported that during device preparation and prior to use the device was being flushed when the physician noted that the delivery catheter shaft had fractured about 33 cm from the hub; the device was not used and there was no patient involvement. A second mini trek dilatation catheter was opened for device preparation, however, it was noted to be kinked in the distal segment about 28 cm from the balloon. The device was not used; there was no patient involvement. A non-abbott device was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.